Event description:
It was reported that the patient fell and was unconscious. The patient went to the hospital and the root cause was not found. The patient returned home and again fell and was found unconscious. At the hospital the device was discovered to be at elective replacement indicator (eri). The patient complained they received no alert of device eri status. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.